Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient¿s cgm was reading low but the patient was asymptomatic. The patient¿s wife gave the patient 12 ounces of orange juice and (4) glucose tablets. After treatment, the patient¿s cgm was still reading low while the bg meter reading was 480 mg/dl. The patient began to feel unwell and was experiencing chest pain, irritability, and hypertensive at 157/90 with a heart rate of 89. The patient's wife treated the patient with 28 units of insulin via an insulin pen. The patient continued not feeling well. A second bg meter reading was taken and was 430 mg/dl. It was also noted that the patient¿s high bg levels were expected because he received a steroid injection of cortisone to treat his knee. After a few minutes, the patient began to feel better. The patient did not seek assistance from a higher level of care. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.